Event description:
The hospital staff administered a synchronized coutershock to a patient diagnosed in atrial fibrillation using a defibrillation cable modified by another manufacturer. An attempt was made to administer a second shock. The 'r' wave markers appeared to be properly placed on the displayed electrocardiogram, however the defibrillator allegedly failed to discharge. A backup defibrillator was made available and used. The patient was resuscitated. There were no adverse affects to the patient reported as a result of the alleged malfunction.